Manufacturer narrative:
MFR control number ii97-299. The sample has been returned to arrow. Co's analysis of the sample detected a break in the catheter's central lumen, which apparently occurred during use of the device. Central lumen fracture in use would immediately be noticed as by pump alarms and blood in the gas tubing. The product labeling states "any evicence of blood leakage within the iab assembly warrants immediate removal of the iab".

Event description:
It was reported that immediately after insertion of the iab, blood appeared on the balloon end of the catheter, and the wire guide couldn't be advanced further. The iab was removed, and it was noted that the guide wire had passed into the balloon membrane. The pt expired due to a hemorrhage.